Event description:
Patient reported "discomfort, pain, burning, pressure, heaviness, lumps", "according to the tests, there is a rupture of the breast prosthesis on the left side", "left with partial loss of elastomer/capsule interface, looking like a ¿snow storm¿ confirmed via ultrasound and "sarcoidosis involving mucocutaneoarticular involvement (subtalar arthritis, erythema nodosum, residual pulmonary granulomas, pyoderma gangrenosum)" not device related. Later healthcare professional reported "capsular rupture". This record is for left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The event of "autoimmune disorder" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "discomfort, pain, burning, pressure, heaviness, lumps", "according to the tests, there is a rupture of the breast prosthesis on the left side", "left with partial loss of elastomer/capsule interface, looking like a ¿snow storm¿ confirmed via ultrasound and "sarcoidosis involving mucocutaneoarticular involvement (subtalar arthritis, erythema nodosum, residual pulmonary granulomas, pyoderma gangrenosum)" not device related. Later healthcare professional reported "capsular rupture". Later healthcare professional reported via medical report "patient with sarcoidosis", "with a significant presentation of nodules and ulcers spread throughout the body" and "scientific studies indicate as a possible etiology for severe cutaneous sarcoidosis the asia syndrome, which is an autoimmune/autoinflammatory disease related to reactions to adjuvants, such as silicone implants. To avoid permanent damage and recurrence of the disease, the aforementioned patient should explant prosthesis and perform an anatomopathological analysis of the capsule to confirm the diagnosis according to shoenfeld's criteria". This record is for left side. Device remains implanted.